Event description:
Screw driver tip broke on insertion of screw. No delay to procedure. No adverse event to patient. Patient was fine.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection reveals the distal tip is broken and the driver looks worn and dull. Although a definite root cause cannot be determined, the probable root cause is that the driver was torqued hard at an angle causing it to break. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Based on the complaint history for this failure, at this point, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Screw driver tip broke on insertion of screw. No delay to procedure. No adverse event to patient. Patient was fine.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.